Event description:
Balloon found not inflating and augmentation not occurring. Blood found backing up into helium tubing. Catheter was pulled; black bits seen inside catheter. Catheter was intact, appears that the balloon ruptured.